Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged, resulting in pacing failure and undersensing. It was noted that there was narrowing of the coronary sinus, making it difficult to initially place the lead. The lv lead in the coronary sinus was extracted and an epicardial lead was placed. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.